Manufacturer narrative:
H.6. Investigation: 1 sample was returned to sbdm, lot number is 4809041. Sbdm conducted visual inspection of the received sample and found tear on the extension set tube. House sample investigation: sbdm inspected 30 house samples from lot 4809021, 4809041 & 4809042, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 4809041, no abnormality observed. From investigation, sbdm found tear on the received extension tube and it seemed rough and not to be torn by sharp tool. Sbdm analyse if the tear could occurred in the extruding machine (water vessel, tube cutting point, tube moving belt) or not but, there was no place that such issue would be occurred. If the tear is induced by the machine, the tube would be cut and not tear like the complaint case. Further, sbdm clarify with customer about detail time flow of the complaint case. First, a nurse injected the medicine by the complaint extension tube around 17th nov pm 18:00. There was no leakage on the extension tube. The nurse visited again around 17th nov pm 21:00 and there was no leakage at that time too. However, the patient called nurse around 17th nov pm 22:00 and when the nurse came to the patient, there was blood leakage from the extension tube. It is assumed that there was external factor to tear the extension tube and it caused the complaint case. H3 other text : see h.10.

Event description:
It was reported that during use of the extension en103 145c bp the extension line damage the following information was provided by the initial reporter: blood leak occurred during intravenous injection due to damage to the extension lines. (In the beginning, intravenous injections were carried out normally, but blood leakage occurred about 3 hours later).

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the extension en103 145c bp the extension line damage. The following information was provided by the initial reporter: blood leak occurred during intravenous injection due to damage to the extension lines. (In the beginning, intravenous injections were carried out normally, but blood leakage occurred about 3 hours later).